Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the reported mechanical jam and the reported activation failure were unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the 80% stenosed and heavily calcified anatomy such that the ratchet was unable to properly/fully engage the stent resulting in difficulty advancing the thumbslide/ mechanical jam and the reported deployment difficulty/activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 80% stenosed and heavily calcified de novo lesion in the popliteal artery. The 4.5x150mm supera self-expanding stent system (ses) was advanced to the target lesion; however, the stent only deployed 5mm. The deployment lock was unlocked and the thumbslide advanced to the most distal position; however, the stent still could not be fully deployed. Therefore, the ses was removed from the patient with the stent still attached and the procedure was completed with another supera. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.